Event description:
It was reported that the patient was going to get an MRI of their hip. The patient was experiencing hip pain from hip dysplasia. The patient¿s implantable neurostimulator (ins) was dead at the time of the report and had not been recharged. The patient was in a motor vehicle accident in (B)(6) 2014 and their implant had stopped working since that time. An ins over discharge was confirmed after the patient met with a manufacturer representative. The cause of the over discharge was noted to be the fact that the patient had moved and was having other health problems. The patient¿s device was jump started successfully and the patient was going to keep charging. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information received reported the manufacturer representative was with the patient optimizing their therapy now that the device had been fully charged.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).